Manufacturer narrative:
Internal complaint reference case - (B)(4).

Event description:
It was reported that, during an internal fixation surgery, the drill bound up and broke inside one (1) 2.0/2.7mm double-ended drill guide. The procedure was resumed, without any delay, using a s+n back-up device. No injury was reported as a consequence of this issue.

Manufacturer narrative:
The devices were not returned for evaluation; therefore, a device analysis could not be performed. Device specific identifiers for the drill were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, risk management file and prior actions review could not be performed. Device batch number was not provided, thus, an evaluation of the manufacturing records could not be performed for the guide. A review of complaint history of the previous 12 months revealed similar events for the listed guide, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified for the guide. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this guide and event. At this time, we have no reason to suspect that the products failed to meet any specifications at the time of manufacture. The drill bit is a single use device, surgical technique or damage from misuse are likely potential factors that could contribute to the reported event. Double ended drill guides is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely potential factors that could contribute to the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary.. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.